Manufacturer narrative:
Zoll medical italy evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and defib discharging stress testing without duplicating the report. The device's high voltage module was replaced as a precaution. The device was recertified and returned to the customer. No clinical data was provided for review. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaintant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.